Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no samples were returned for evaluation. The complaint is unconfirmed as no photo and samples received. Investigation conclusion: unable to confirm the reported defect as no photo and samples received. If the sample are received in the future, the complaint will be re-opened and re-investigated. Root cause description: root cause could not be determined. Rationale: the complaint trend will continue to be tracked and monitored.

Event description:
It was reported that before use bd luer-lok¿ syringe the end-tip of the syringe is broken.